Manufacturer narrative:
The customer complaint of a silicone segment ballooned and burst could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the rn responded to IV pump alarm indicating occlusion. Tpn was infusing via PICC line. The rn opened the door to the pump chamber and noticed a ¿bubble¿ in the pump segment of the tubing. Immediately after the door was opened, the ¿bubble¿ burst, resulting in fluid splash into the eyes of the rn. There is no report of patient harm.